Event description:
It was reported that there was cross talk from the right atrial (ra) lead resulting in right ventricular (rv) lead oversensing when connected to the pacing analyzer during the device replacement procedure. Disconnecting the ra lead from the analyzer resulted in no ventricular oversensing and normal pacing and telemetry. The replacement device was implanted without issue and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: a2dr01 implantable pulse generator (ipg) implanted: 2014 (B)(6). (B)(4).